Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument came off track. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. Failure analysis investigation also found that following additional damages: the distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. The edge of the distal pulley had visible scratches on the surface. It was concluded that the damage to the main tube and distal pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.